Event description:
Caller reported that the cartridge was not fitting properly into the pump, and despite multiple instructions, it was not possible to reload the cartridge. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer support instructed the caller to return the malfunctioning pump, and a replacement pump with updated software was sent. The caller understood the instructions regarding the replacement and returning the problematic pump. However, the customer later called back stating they had not received the replacement pump, even though it was reported as delivered and signed for. Customer support provided tracking information to help the customer locate the package.